Event description:
Medtronic received information that prior to use of a Fusion hollow fiber oxygenator, it was reported that shortly before the start of the EKZ (extracorporeal circulation), priming liquid was detected in the water drain of the hypothermia connections with the primed fusion oxygenator. On closer inspection, an amount of liquid has already accumulated in the oxygenator in the lower middle range. There was no visible damage to the HLM (heart-lung machine) complete set or the oxygenator. The customer stated that a defect of the blood-water side within the oxygenator housing was suspected. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the device itself was leaking. The leak was at the bottom of the oxygenator, between the blood side and water side at the heat exchanger. Priming liquid was in the bottom of the Fusion oxygenator.

Manufacturer narrative:
Device Evaluation Summary: Visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Note: No evidence of a leak from photos provided by the customer. Performed the Fusion HFO Pressure Decay Leak Test on the water side. The test ramps up the pressure in the water side to 45 psig and then checks for a decay. The device was tested 2 times with no leaks detected. Blood side pressure integrity testing was performed at 3 lpm with 23 psi, (1189 mmHg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was not confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.